Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The needle was retrieved from the incision and discarded. The procedure was completed. There were no patient complications.